Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 43 mg/dl, which was treated with food. The customer stated that he had 2 hypoglycemia spells in the same week. She stated that she had constant pain due to a knee issue, and she had to have a cortisone shot. The customer stated that she had had an x-ray taken in (B)(6) 2014, but she was not sure whether she had been wearing the insulin pump. The insulin pump passed the high pressure test upon troubleshooting. Nothing further reported.